Event description:
A surgeon reports that during intraocular lens (iol) implant surgery, the haptics were broken. The incision was enlarged to facilitate removal of the iol. Additional information has been requested.

Event description:
The surgeon provided add'l info. The intraocular lens was removed and replaced without difficulty and the pt had a satisfactory outcome.